Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that vegetation on the leads was noted and that the patient had septicemia. Blood cultures were taken and were positive for serratia. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted and the patient will wear a life vest. No further patient complications have been reported as a result of this event.